Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10217. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm floppy rotawire" and 1.50mm rotablator rotalink plus were selected for use. During the procedure, ablation was performed four times using the 1.5mm burr. Rotation speed was decreased by 4000rpm at maximum and each ablation was performed for approximately twenty seconds. After performing ablation, the burr was removed to check the vessel, however, the rotawire came out with the burr unexpectedly. The bur and wire could bot be separated and resistance was met. It was also noted that the tip of the wire was stretched. The procedure was completed with another rotawire and a 1.75mm burr. No patient complications were reported and the patients' condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The unit returned has distal end damage, as part of overall visual revision. The device has the body kinked at 68 cm from the proximal section of the device, also the spring tip was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10217. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330 cm floppy rotawire¿ and 1.50 mm rotablator rotalink plus were selected for use. During the procedure, ablation was performed four times using the 1.5 mm burr. Rotation speed was decreased by 4000 rpm at maximum and each ablation was performed for approximately twenty seconds. After performing ablation, the burr was removed to check the vessel, however, the rotawire came out with the burr unexpectedly. The bur and wire could not be separated and resistance was met. It was also noted that the tip of the wire was stretched. The procedure was completed with another rotawire and a 1.75 mm burr. No patient complications were reported and the patients' condition was good.